Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. It passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm. The device also has a scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had excessive no delivery alarms. She decided to revert to her old insulin pump and when she tried to get back on her newer device, she was unable to press any button except for the up arrow button. The blood glucose at the time of the incident was 247 mg/dl. The numbers on screen were not ramping or the scroll bar moving without input. The device was returned for analysis.